Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. Another rv lead was successfully placed. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was explanted due to a sudden spike in impedance from 400 to 1900 ohms overnight based on latitude home monitoring. Subsequently this rv lead was capped and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. Another rv lead was successfully placed. Other than the surgical procedure, no additional adverse patient effects were reported.